Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that while the patient was standing and using the phone, the infusion set's tubing detached close to site location. The current site location was in the front his right shoulder as he tried it on the stomach, but it had not absorbed well, and the pump was on the right side of belt buckle. The infusion was used for the second day. The infusions were stored in a room. There was stress or pull on the tubing because it stretched from his hip to his shoulder and if he stretched his arm out then also the tubing stretched. No further information available.